Event description:
It was reported that the catheter was allegedly degraded, with cracks and discoloration along the length of the catheter, more so at the tip.

Manufacturer narrative:
The reported event was confirmed. Two photo samples of a coude latex intermittent catheter were returned. The catheter showed signs of degradation. This product would fail visual inspection. A potential root cause could be due to "incorrect storage at heatlhcare facility". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use" and "storage: store catheters at room temperature away from direct exposure to light, preferably in the original box".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was allegedly degraded, with cracks and discoloration along the length of the catheter, more so at the tip.